Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accutni result generated by the access 2 immunoassay system for one patient. Customer tested a patient sample for accutni and obtained a result of 0.720ng/ml. When tested at a later time, this sample gave results of 0.053 and 0.035ng/ml. When repeated on a different instrument, it gave a result of 0.06ng/ml. The erroneous result was reported outside of the laboratory. There was no affect to patient or user with regard to this event.

Manufacturer narrative:
Sample drawn into a plastic bd tube that was inverted 8-10 times and allowed to sit for 8-10 minutes. Manufacturer recommendations indicate a clot time of 30-60 minutes is required for serum and plasma samples. Qc was within specifications on the day of the event. A system check performed in 2008 met specifications. A field service engineer (fse) was on-site four days later: fse checked the substrate dispense, performed vacuum test, and checked mixing speed. The mixing speed was slow and was adjusted. Fse performed a system check and reproducibility which passed. Fse stated he followed up with the customer two days later for this event and the customer reported no further issues. Although pre-analytical sample handling issues may have contributed to this event, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.